Event description:
The customer reported that the insulin pump continued delivering insulin hours after a bolus was programmed, and he experienced severe low blood glucose the day before; the customer did drink a bottle of juice and eat jelly packets to bring up his glucose level. The blood glucose at time of call was 190mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and passed. The customer mentioned that recently she found having gastroparesis and neuropathy. The customer was not comfortable using the device and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube lip.